Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary medwatch report # mw5117689.

Event description:
It was reported that a patient underwent a left total knee replacement procedure on an unknown date in 2023 and suture was used. Surgery was uncomplicated. He was discharged but had to return to operating room in 2023 for a retinacular repair, possibly due to a product failure (suture). No additional information was provided. No contact information was provided to request additional information.